Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pacing spikes and the right atrial (ra) lead exhibited low impedance. The lead and ipg remain in use. No patient complications have been reported as a result of this event.